Event description:
It was reported that patient used pliers to disconnect tubing from site and proceeded to continue to use same infusion set on (B)(6) 2026 in less than an hour.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.